Manufacturer narrative:
The lvad was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Although the report of a suspected percutaneous lead issue was confirmed, the issue could not be correlated to the events recorded in the log file of the returned system controller. The pump was returned with the percutaneous lead cut at the pump housing and the severed sections of the lead were returned. Examination of the approximately 30.5" section of the lead with the metal connector revealed several areas of breakdown to the braided shield. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The lead was submerged in a saline bath for hi-pot testing to check for current leakage through each wire's insulation. The test revealed a breach in the yellow wire adjacent to an area of shield breakdown 28" from the metal connector. The remaining portions of the lead appeared unremarkable and passed all testing. The breach in the yellow wire would have allowed a potential short to ground via the braided shield while the system was operating on the power module; however, the pump stoppage event observed on the log file of the returned system controller appeared to have been the result of the percutaneous lead being disconnected from the system controller. Although the observed wire damage had potential to cause low speed events and pump stoppages, the damage could not be conclusively correlated to the events recorded in the log file. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: 3 pump off events with red heart alarms. Speed to 0. Thoratec approved ungrounded cable d/t short in the shield only when connected to pm. This was temp fix. Driveline housing fracture confirmed. Plan to change out pump.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coord reported that the pt had repeated pump stops and low speed operation only on power module. Log files confirm pump stoppage. Add'l info indicated that the pt received a pump exchange.